Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a battery back-up time which was too short could not be confirmed, however the super capacitors were replaced as a preventive measure. It was additionally noted that the battery contacts were contaminated. The main board was calibrated and the battery contacts were cleaned. The device passed all tests with no visual or electrical anomalies.

Event description:
It was reported that the external pulse generator's battery back-up time was too short. The generator was not been returned for service. There was no patient involvement. It was further reported that the product was returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.